Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 1020 mg/dl. The customer was admitted to saint marys hospital on (B)(6) 2015. The cause of emergency room visit asper healthcare provider is diabetic ketoacidosis. The customer states that he was hospital (B)(6) 2015. The customer states that he had site issues with ind coming off his body when he perspires, when weather the weather is hot. It explained to the customer the 2 high blood glucose rule. The customer was advise to change entire set, reservoir and inulin and treat per healthcare provider instructions.